Event description:
It was reported that multiple cartridges were leaking from the o-ring. The customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Customer drank water and administered a correction injection to address the bg. Customer loaded a new cartridge to address the issue.